Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported intraoperatively that the right ventricular (rv) lead was tested at multiple locations in the ventricle. It could not pace, intermittent capture occurred and displayed unstable thresholds and high thresholds. After clamping the bridging wire, the impedance was low, indicating that the circuit was formed. However, after connecting the lead, both the unipolar and bipolar impedances were high and undefined. The rv lead was attempted but not used and replaced. No patient complications have been reported as a result of this event.